Manufacturer narrative:
(B)(4). D10: cat# 192110 lot# 65890680 echo por fmrl lat nc 10x130mm. Cat# 110010246 lot# 66175211 g7 osseoti 4 hole shell 56mm f. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised for a second time approximately two years post implantation due to dislocation. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 visual examination of the provided pictures identified a explanted head remains assembled in bearing, and seen covered in biodebris. There is also some black debris seen within the inner surface of the head. A stem is also seen explanted and covered in biodebris. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A radiograph image was provided, however could not be further reviewed as image is undated and unable to correlate to the events of dislocation. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.